Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 1.5% dextrose ultrabag therapy. On (B)(6) 2012 the patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized. On an unreported date, the patient began remedial treatment with an injection of vancotech,an injection of genticin for 14 days, and an injection of celaspen for 10 days. The event of peritonitis was resolving. An assessment of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. No device malfunction or use error was identified. No assignable cause was determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.